Event description:
It was reported a patient enrolled in a clinical study underwent a right partial knee arthroplasty on (B)(6) 2007. Subsequently, a revision procedure has been indicated due to pain; however, no revision has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information. Device remains implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain."